Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was no image in the left eye of the console. The vision side cart (vsc) images were normal for both left and right sides. The customer disconnected the dvi cables to the surgeon side console (ssc) and rebooted the system, but the issue persisted. The technical service engineer (tse) found an error 48200 in the logs pointing to the personality module surgeon console (pmsc). The tse recommended the customer to change to 2d viewer mode to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer paused the procedure and waited for the field service engineer (fse) to fix the issue. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced personality module surgeon console (pmsc) board to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was replicated. This unit was installed into the test system and running video test, 1 minute sine cycle, 10 power cycles & sitting idle for 1 hour. During the power cycles the technician replicated the reported failure. The troubleshooting found the system cannot detected the leaf which located on the pmsc module.